Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted an unknown model icl into the patient's eye. Reportedly, the lens was explanted due to low vault, rotation, diplopia and glare. The lens was later replaced with a longer length lens. No post exchange data was provided. Additional information was requested but has not been provided to date.